Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility in the EU reported that the battery does not charge on the automated impella controller. Red battery failure alarm displayed. There was not any noted patient use at the time, and as such no harm or injury.

Manufacturer narrative:
The investigation into the aic - battery failure (red alarm) has been completed since the original report was filed. The console was inspected and evaluated on an engineering lab bench. The failure mode was reproduced on an engineering lab bench. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure, a known pattern failure.